Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mw5060819. Had depuy pinnacle hip replacement (B)(6) 2008 at (B)(6) years of age due to osteoarthritis. I had 5 or so follow up visits with surgeon. First two years had some instability, popping, pain, assured by surgeon nothing wrong with implant. It was more due to my flexibility and activity level. Asked surgeon about possible side effects of metal on metal hip after seeing articles in 2010. Assured by surgeon that was not my hip manufacture and I had nothing to worry about and no need for any additional tests. When visiting different surgeon with my husband, I found out that I should be having metal levels tested. Both my chromium and cobalt levels were extremely high. Advised by three different ortho surgeons that due to high levels I should have hip replaced. On routine eye exam, ophthalmologist noted decrease in my retina function which he believed could be related to cobalt toxicity and he advised me as well to have hip replaced. On (B)(6) 2016 had hip revision done at (B)(6). My surgeon, (B)(6), found metallosis damage when doing revision. Also, pelvis bone thinning which prevented him from replacing cup, (just replaced liner) as was afraid not enough bone mass for new cup.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.